Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl due to needing settings adjustments. Customer's mother was required to intervene by administering a glucagon injection in order to address low bg. During troubleshooting with tandem technical support, customer adjusted settings to match their healthcare provider's recommendations.